Event description:
The customer reported fluid leaked around the sides of maxzero® that was connected to the patient¿s IV. No patient harm reported.

Manufacturer narrative:
No product will be returned per customer. The customer's complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
(B)(4)